Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: the allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications. The root cause was determined to be autozero valves on sensor board not working properly. In consequence the sensor board 2 was replaced (p/n 155699). The unit passed all tests and was then operational. In future hamilton medical ag will report an event like this issue as it will be deemed a reportable event. There was no patient or user harm. No further investigation or correction will be performed except those mentioned above.

Event description:
Hamilton medical ag received the following incident description: the flow sensor cannot be calibrated.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: the allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications. The root cause was determined to be autozero valves on sensor board not working properly. In consequence the sensor board 2 was replaced (p/n 155699). The unit passed all tests and was then operational. In future hamilton medical ag will report an event like this issue as it will be deemed a reportable event. There was no patient or user harm. No further investigation or correction will be performed except those mentioned above. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
Hamilton medical ag received the following incident description: the flow sensor cannot be calibrated.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: the flow sensor cannot be calibrated.